Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure for a femur fracture, an 11.0mm ti helical blade would not pass through an "11mm/130° trochanteric fixation nail, 400mm left" once the nail was implanted. The nail was implanted without issue. After unsuccessfully attempting to advance the helical blade, the nail was explanted. A backup nail was then implanted successfully and the same helical blade was able to pass through without an issue and the procedure was completed successfully. There was a delay in the procedure of about 60 minutes reported. There was no patient harm reported and no fragments of the device remained in the patient. After the procedure, the surgeon noted that the locking mechanism at the top of the explanted nail was engaged. The nail was discarded. This is report 2 of 2 for (B)(4).